Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The caller was unable to reload the original cartridge, so they were assisted in loading a new cartridge using the proper technique, allowing them to successfully resume insulin therapy. The issue was resolved.